Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was referred by her doctor to call about her insulin pump not giving insulin. Customer stated that she has been having constant high blood glucose. Customer's blood glucose was 450 mg/dl. Customer stated that she treated with a syringe. Customer was assisted with correcting the time and date. Customer had symptoms of high blood glucose such as thirst and urination. Customer stated that the no delivery alarm occurred at least 4 times. Customer does not have a tubing clamp. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was also advised to do a complete set change. Customer later called back and the pump passed the high pressure test. The cannula was not bent or occluded. Customer did a bolus during the call and her blood glucose was 385 mg/dl. Customer was advised to monitor her blood glucose.